Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. A review of the device logs for the tenaculum forceps (part# 420207-10 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the tenaculum forceps was last used on (B)(6) 2020 via system serial# (B)(4). There were 0 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the complaint history does not show any additional complaints related to the product. There was no indication that there was a recurrence of the issue. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted myomectomy surgical procedure, the wire was broken on the tenaculum forceps instrument. The site used a back- instrument to resolve the issue. The procedure was completed with no reported injury.